Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, when the needle was removed post catheter advancement, a metal piece was noted at the end of IV needle and there appeared to be the blood control valve that should be inside hub of the cathlon. Per reporter, the IV cath was flushed successfully. Reporter alleged that, when not flushing, blood appeared to be leaking out of IV cath/hub. Reporter stated the IV was removed and it was found the long cathlon portion was not attached to end of hub. Physical occlusion occurred with IV removal and in the process the long cathlon portion of IV remained in the vein. Reporter stated they were able to pull out the cathlon portion, but were unable to confirm if all plastic was removed.